Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture in left breast. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 175cc gel breast prosthesis developed capsular contracture (baker grade unknown) in her left breast. The patient had a biopsy on her left breast in (B)(6) 2016 to confirm she didn¿t have cancer. It was discovered that the capsule was hard. A physician attempted to squeeze the capsule out. As a result, the patient underwent explantation with no replacement on (B)(6) 2018.

Manufacturer narrative:
On 05/13/2019, the mentor failure analysis lab received the device for evaluation. On 05/30/2019, mentor completed the investigation on the suspect medical device. During evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) of lot number 7295647 was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the alert date for the complaint was (B)(6) 2019. Therefore, the due date for this complaint was 5/16/2019. (B)(4).